Manufacturer narrative:
(B)(4). The complaint cannot be confirmed, the device was returned fully functional. Dimensional analysis was performed on the port and the locking connector and both were within specification. To mitigate the strain relief migration from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. The strain relief material was identified as silicone, (B)(4). Since there was a possibility that some of the silicone remained in the patient, the safety of this material was reviewed. (B)(4) is certified by the manufacturer to be suitable for use in implant devices. This silicone is referenced in an FDA master file: (B)(4).

Event description:
It was reported during an unknown time after the realize band implant, the patient started not having restriction. An incision was done to open the area around the port. The tubing was disconnected from the port. The strain relief was not attached to the tubing and the surgeon could not find the strain relief and believed to be in the abdomen. The original port was removed and a new port was placed. The port and tubing connection was tested and there were no leaks. The case was completed with no patient consequence.